Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately to severely calcified anterior tibial artery. A 3.0x60x150 (4f) sterling balloon catheter was advanced for dilatation. During the inflation, the balloon ruptured without reaching the rated burst pressure. The device was removed, and the procedure was completed with an alternate device. There were no patient complications as a result of this event.